Event description:
Procedure: low anterior resection. According to the reporter: during the case, double stapling occurred. After firing the knob would not return and the jaws would not open. Additional resection of tissue was done to remove the device.

Manufacturer narrative:
(B)(4).